Event description:
It was reported that this device had error codes for template lost and power supply. Beeping tones were heard. Technical services reviewed downloaded device data and advised explant. The pulse generator and the electrode were successfully explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A visual inspection of the high voltage capacitor and the high voltage capacitor assembly showed cracks in some solder joints. This would cause the charge time out error. This event is in CAPA-00005626 emblem hv capacitor flex cracked solder joint.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device had error codes for template lost and power supply. Beeping tones were heard. Technical services reviewed downloaded device data and advised explant. The pulse generator and the electrode were successfully explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
This report is being filed to correct the following fields from the previously submitted report: upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. High powered visual inspection of the header noted no anomalies. A diagnostic device download was performed; there were no suspicious system errors. The template lost (tl) and power supply (ps) errors had been cleared prior to the device being returned. Review of the patient log section noted multiple ps errors, followed by tl errors after full energy charges. The battery case was removed and the high voltage (hv) capacitors were removed from the circuit. High powered visual inspection of the flex circuit on top of the hv capacitors noted that two out of the six connections had fractured solder joints. Analysis confirmed the cause of the errors was due to the cracked solder joints on the hv capacitor.

Event description:
It was reported that this device had error codes for template lost and power supply. Beeping tones were heard. Technical services reviewed downloaded device data and advised explant. The pulse generator and the electrode were successfully explanted and replaced. There were no additional adverse patient effects. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A visual inspection of the high voltage capacitor and the high voltage capacitor assembly showed cracks in some solder joints. This would cause the charge time out error. This event is in CAPA-00005626 emblem hv capacitor flex cracked solder joint.